Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the door controller board not functioning. A field service engineer replaced the drawer control board and door controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system that had a drawer caused the whole station to not turn on. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.